Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The damaged force sensing resistors were identified during visual inspection. An f-38 alarm was also observed during the event history log review and functional testing. This alarm indicates a failure associated force sensing resistors. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors. No additional information is available.